Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 11/01/2016. Retain product was tested and functioning according to specification. Return product is not available for investigation. Investigation: a review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Retained cartridges met the acceptance criteria found in (B)(4), appendix 1- product complaint level 2 and level 3 investigation procedure. The customer complaint was not reproduced. Assessment: the complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification. No repeats on the I-stat or laboratory.

Event description:
On (B)(6) 2016, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant sodium (na), chloride (cl), hematocrit (hct), and hemoglobin (hgb) result on a patient. There were no injuries associated with this event, the patient was treated based on the lab results. There was no additional patient information available at the time of this report. There was no repeat on I-stat. Return product was not available for investigation. Method: hgb, date: (B)(6) 2016, collection: unk, test time: 1223, na: 116, cl: >140, hct: 33.0, I-stat : 11.2; beckman dxi, (B)(6) 2016, unk, 1223, 140, 107, 44.1, 14.9. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted (B)(6) 2017 at abbott point of care (B)(6).